Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 42-year-old male patient with cardiogenic shock on extracorporeal membrane oxygenation (ECMO) as primary support device, implanted with impella cp. Patient gravely ill, with unknown neurological status. Anti-coagulants held due to supra-therapeutic ptt level. On day 6 (off-label use), a subdural hematoma was noticed on CT scan. Impella pump explanted, and patient continued on ECMO support. Patient outcome unknown. As patient was on ECMO for primary support, impella will be conservatively coded to stroke, although likely unrelated to impella.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d4(serial); d10(concomitant med products). The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 primary UDI number has been updated.